Manufacturer narrative:
The reported complaint was confirmed. Per the srt the temperature pod is not serviceable and was sent to the lab for additional testing. During laboratory analysis, the product surveillance (pst) observed a broken tip of a temperature jack to be broken off inside the module case causing the rattling noise. The temperature tip that was removed is highly conductive and could have caused unseen electrical damage. The defective unit was disposed of. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the temperature module had a rattling noise coming from inside the pod. There was no patient involvement.